Event description:
It was reported that the povidone-iodine on the sponge of a minicap was ¿almost dried out.¿ this was noted upon opening the foil packaging. The reporter stated that there was no noticeable damage to the foil packaging or the shipping carton. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 04/24/2014 and 05/02/2014. The sample was returned to baxter and an evaluation was completed. A visual inspection was performed and the presence of iodine was detected on the sample. Pressure testing was performed on the sample with no issues noted. A weight check was performed on the device and verified that an adequate amount of betadine was dispensed in the minicap. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon conclusion of the investigation, the reported problem could not be verified and a cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.